Event description:
It was reported that this implantable cardioverter-defibrillator (ICD) exhibited high out-of-range shock impedance measurements on the right ventricular (rv) lead. Which led to an alert. Over the last two months, this rv lead had been exhibited a gradual increase in shock impedance measurements. Troubleshooting options were recommended. At this time, the product remains in service and no adverse patient effects were reported.